Event description:
Customer reported that a pt with known anti-e and anti-jka did not react with all the jka positive cells on the panel. Complaint reported by customer after the incident occurred. No death or serious injury was associated with this incident.